Event description:
The reporter alleges back to back results of 248 vs. 45 mg/dl, and 136 mg/dl on the customer's meter and 30 mg/dl on the paramedic's meter. The reporter states the daughter gave her father 5 units per sliding scale of fast acting insulin based upon a hi result, in addition to his normal lantus insulin dose at 2200. At 0700, the customer went to the bathroom where he fell off the toilet and hit his head on the bathtub, in addition to scraping both his legs. His wife found him and obtained a value of 130 mg/dl, but due to his symptoms called the paramedics who obtained a result of 30 mg/dl and transported him to the hospital. Controls were not run. Return requested and replacement was sent.